Manufacturer narrative:
H3: analysis of the device found visually, there was biological contamination on the distal end of the device, including the cuff balloon, when returned. Additionally, there was a puncture in the proximal portion of the cuff and surgical tape wrapped near the clamp shell on the proximal end of the device. There were also gray markings/scratches in the blue with white stripe and red with white stripe trace pads. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 88.7 ohms (blue), 170.9 ohms (red), and no reading (blue with white stripe and red with white stripe) which both white stripe electrodes were out of specification. For further analysis, a stylet was used to manipulate the shape of the device, especially around the clamp shell, and the resistances all became/remained out of specification except for the blue electrode. Functionally, for additional analysis, the device was connected to a nim system and the trace pads were submerged in saline to perform an electrode check and functional testing and, while using a stylet for tube manipulation, channel 1 failed the electrode check intermittently and both channels had excessive noise/feedback during functional testing. A review of the global complaint data showed one similar complaint about this lot numb ER. In the returned condition, there was an out of specification condition that was related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care professional reported that, during intra-operation it was reported using a stim of 1.0, the system was not passing electrode check with an x on vocalis 1 then would pass 30 seconds later. Channel 1 would very sharp spikes that were way above threshold. Able to get responses from the nerve even with the issues with channel 1. Surgery has been extended less than one hour. There was no patient impact.